Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis (isr) located in a moderately tortuous and severely calcified coronary artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the balloon ruptured at around 16 atmospheres. The balloon was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.